Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have the overmold adapter broken. A piece approximately .145" x .190" was found to be broken off the adapter. The broken piece was not returned. The root cause of this failure is typically attributed to the user, such as excess force applied to the instrument jaws. The instrument was found to have the conductor wire contacts broken. The broken contacts were not returned with the instrument. The root cause of this failure is attributed to user. Although the instrument was found to have a broken overmold adapter during failure analysis.

Event description:
It was reported that during central processing, a piece (where the spatula or hook tip screws on) broke off from the tan tip of the sp monopolar cautery instrument during normal cleaning and sterilization process. The customer noted the broken piece was not included in the return. The customer reported that the broken piece did not fall inside the patient. There was no report of patient involvement.